Manufacturer narrative:
E1: (B)(6). One device was returned for repair. It was reported that the product's lock function was not functioning properly. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation of the device found no physical damage. Error history log confirmed that there was a record of latch lock failure when connected cassette to the pump on (B)(6) 2024. It confirmed the reported issue. There was a possible defective latch lock sensor. The latch lock sensor assembly was replaced. Device passed functional testing.

Event description:
It was reported product's lock function was not functioning properly. The event occurred during testing. The device was returned for repair and the device evaluation revealed a latch lock sensor issue. There was no patient injury reported.